Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month after a successful cryo ablation procedure, the patient came back to the hospital not feeling well and was diagnosed with a pleural effusion and pulmonary vein stenosis. The patient received a stent in the right superior pulmonary vein (rspv), and their hospitalization was extended. No further patient complications have been reported as a result of this event.